Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their blood glucose level with a manual injection and insulin pump. Customer¿s current blood glucose level was 300 mg/dl. Customer advised they needed to place all their settings into the new insulin pump which resulted in high blood glucose levels.